Event description:
Procedure: low anterior resection. According to the reporter: the rectum was not thick after removal of extra non-used tissue such as fat. After positioning the instrument he closed the jaw and pressed the green button. He squeezed the handle gradually in order to fire the instrument for a better staple line. The sulu only fired approximately 45mm. All of the staples did not form b shape and remained in open shape. The surgeon made a pfannenstiel incision to continue the procedure.